Event description:
Slar procedure. Stump closure was created by ralc45 dlu at 5cm approx from anus. The anvil for cs29 dlu was placed in the lateral wall of oral-side colon. Cs29 dlu was closed to 1.5mm easily. Firing was complete, however anastomosis came apart easily. Anastomosis was completed with competitive device.